Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Following this, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. As a result of these issues, customer¿s blood glucose level was "high" per continuous glucose monitor readings and was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.